Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of 16 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8008806 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200736722, 200724457] noted that did not pertain to the complaint. There was one (1) notification [200733431] noted for adhesive on cannula. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle broke off in the injection site during use. The following information was provided by the initial reporter: material no: 328468 batch no: 8008806 it was reported needle broke off in the injection site (stomach) during injection - consumer removed the needle with a tweezer per doctor's advice, consumer stated that there was bruising and bleeding at the site when the needle was removed. Issue: needle bends during injection. Issue: rubber stopper missing from syringe. Verbatim: consumer reported issues with three different bags of syringes, (1) syringe from each bag. The bags were purchased individually, same lot and product numbers. Consumer does not re-use, sending samples for evaluation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle broke off in the injection site during use. The following information was provided by the initial reporter: material no: 328468 batch no: 8008806. It was reported needle broke off in the injection site (stomach) during injection - consumer removed the needle with a tweezer per doctor's advice, consumer stated that there was bruising and bleeding at the site when the needle was removed. Issue: needle bends during injection. Issue: rubber stopper missing from syringe. Verbatim: consumer reported issues with three different bags of syringes, (1) syringe from each bag. The bags were purchased individually, same lot and product numbers. Consumer does not re-use, sending samples for evaluation.